Event description:
The customer reported that there was no image displayed on the system, however, no error displayed. He stated that the problem occurred in the middle of a procedure, but they were able to complete the procedure. No patient injuries were recorded.

Manufacturer narrative:
The ge service rep replaced the footswitch, he also replaced the high voltage cable correcting the no image problem, checked displayed image, and operation of unit. Unit functions as intended.